Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "there is a small amount of silicone external to the implant but contained within the fibrous capsule" and "lesion peripheral right lobe of liver". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ruptured right implant, "there is a small amount of silicone external to the implant but contained within the fibrous capsule" and "lesion peripheral right lobe of liver". The device has been explanted. "Lesion peripheral right lobe of liver" is considered not device related.